Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured during the 3rd inflation at 8 atms in an in-stent restenosis in the left subclavian vein and the balloon allegedly detached during retraction through the sheath. It was further reported that additional medical intervention (the use of a snare) was required to remove the detached balloon segment from the patient. It was stated that a stent was placed near the access site to reduce complications. There was no reported known consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the distal end of the outer shaft approximately 2 1/2 cm is necked down indicating excessive force was used. The distal 1/2 of the balloon is missing from catheter, but is contained in the pouch in a wadded state and does contain the distal tip. Under 20x magnification, the inner shaft is missing the distal tip and proximal marker is moved distally approximately 1cm proximal of the distal marker which also indicates that excessive pulling was used causing the detachment. The IFU states that excessive force to the catheter could result in tip breakage or balloon separation and that if resistance was felt, to remove the balloon catheter and guidewire/introducer sheath as a single unit. Using a razor blade, cut approximately 2cm proximal of the proximal end of the balloon to pull the inner shaft out. The bullet is broke loose as well and took a layer of polyimide with it, indicating that excessive force was used causing the bullet to break loose. Proximal of the balloon approximately 3cm is flattened, kinked and buckled which also indicate excessive pushing/pulling was used. It does not appear that the IFU instructions were followed. Functional/performance evaluation: due to the severe damage of the sample, no further testing could be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. Based on the sample condition, the investigation is confirmed for balloon detachment, a complete circumferential rupture, and retraction problems. Per the reported event details, the balloon ruptured on the third inflation within a stent. Therefore, there may have been an interaction with the stent and balloon which contributed to the balloon rupture. It is likely that the balloon rupture contributed to the retraction issues and balloon detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: additional intervention. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.